Manufacturer narrative:
Review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
A tiny hole was noticed by the hospital staff on the inner packaging of a size 4 right ps femur.

Manufacturer narrative:
An event regarding packaging issue involving a triathlon femoral component was reported. The event was not confirmed. Conclusions: it was reported that a tiny hole was noticed on the inner packaging of a size 4 right ps femur. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
A tiny hole was noticed by the hospital staff on the inner packaging of a size 4 right ps femur.